Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller would not work. During the manufacturer's initial investigation of the returned system controller, it was found that the device would not operate a test pump.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the reported event of a nonfunctional system controller was confirmed during analysis. Upon receiving the system controller, blood was noted inside the bulkhead connector of the system controller. The system controller would not operate a test pump when it was connected. The internal makings of the system controller were examined and a residue of blood fluid was observed throughout the inside compartment. There was also damage, by way of burnt areas noted to the internal printed circuit board (pcb). The system controller was exposed to fluid which shorted and damaged the internal pcb. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing this file on this event.